Event description:
Pump declared altitude alarm 21, which caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." Customer attempted to correct high blood glucose with a manual injection and did not require assistance from a third party. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.